Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  Upon evaluation the monitor passed incoming functionality testing.  A review of download data indicates that the monitor reset after delivering a pulse during distributor functionality testing. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board.  No adverse event resulted from the defective monitor.

Event description:
A patient's monitor was returned for an unrelated problem. Upon investigation a reportable malfunction was found.